Event description:
The customer reported a loss of vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An unspecified cine signal chain connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.